Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Cont e1 zip code- (B)(6).

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; h1; h6.

Event description:
Healthcare professional later reported right side no complaint against the device. The record is no longer MDR reportable.